Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, chemical evaluation of the subject part(s), k2m inc has determined that the that a probable cause for the denali mini set screw back out is due to less than optimal seating/tightening conditions. A review of all applicable material, inspection, and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Reportedly, the patient is continuing to do well. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Patient was revised due to caspian (mini denali) set screw back out.

Manufacturer narrative:
Mini denali set screw back out. Patient was revised. The implant was manufactured in approximately july 2014; lot # and manufacturing date to be confirmed once the devices are returned to manufatcurer for evlauation. The manufacturing and inspection records were reviewed and no discrepancies or conclusive facts as to the cause of the indicent were found.manufacturer will follow-up once device evaluation and additional information is available.